Event description:
It was reported that the device was leaking an undescribed lubricant. It unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Maintenance was performed on the device and it was returned to the customer.